Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. In addition to the above findings, it was also determined that there was bug infestation and corrosion in the device. The device was tagged as not acceptable for use and scrapped.

Manufacturer narrative:
H3 other text : evaluated by third party.